Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Visual inspection noted the device was in good condition. Functional testing could not confirm or replicate the complaint. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. No action was taken as the complaint was not confirmed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was under infusing. No patient injury reported.